Event description:
It was reported that no audio output occurred. The patient experienced no audio output which occurred on (B)(6) 2024. The patient reported that her cgm (continuous glucose monitoring) reading went up to 379 mg/dl but did not hear any alerts despite her high cgm alert being set at 250 mg/dl. The patient was experiencing dizziness and a headache. The patient self-treated the cgm reading of 379 mg/dl with 5 units of insulin and then called 911. Once ems (emergency medical service) arrived, the patient was transported to the ER (emergency room). At the ER, the patient was treated with more insulin, an unspecified IV drip, and a muscle relaxant. The patient was discharged home after approximately 4 hours. The patient was fine at the time of the report. Data was evaluated and data investigation could not confirm the no audio alert on the mobile app. Patient crossed their high threshold of 250 mg/dl with an egv (estimated glucose value) of 267 mg/dl at 9:32 pm on (B)(6) 2024. Patient received their initial high alert at 9:33 pm, which sounded with some volume. Five minutes later at 9:37 pm, the patient received another high alert with some volume. Patient continued to receive their high alert with some volume, until it was acknowledged at 9:59 pm. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hyperglycemia.